Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the patient experienced an electrical shock go from the patient's left breast down the arm two days in a row. Follow up indicated the patient went to the emergency room (ER) after this episode. No further information regarding this event was received. The device remains in use. No further patient complications have been reported as a result of this event.